Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to not follow the inspection procedure. The device used for the treatment though it was unknown whether the device related to the reported event or met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the trocar was dull.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the trocar was dull.